Manufacturer narrative:
All performance levels of the returned valve could be set with a single attempt. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. The valve was patent and met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. However it did not meet the requirements for leak testing due to a tear in the exterior of the valve. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was explanted after 6 weeks because it could not be adjusted. According to the report, the patient did not incur any harm as a result of the event.